Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an altitude alarm occurred. The customer's blood glucose level ranged from 196 to 600 mg/dl with large ketones. The customer administered manual injections and consumed water. Reportedly, the customer was unable to clear the alarm and resume insulin delivery. Reportedly, the customer has manual injections available as alternate insulin therapy.